Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to and/or anatomical procedural factors. (B)(4)

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The physician could not cross the lesion with a 3.0x32mm taxus liberte stent. After the device was removed outside the patient's body, it was noted that the stent tip was damaged. The procedure was successfully completed with a different device. No patient injuries or a complication was noted. Patient condition noted as 'good.'